Manufacturer narrative:
The device was received with all buttons responding properly. The device passed the self test, sleep current measurement, active current measurement, and the displacement test. All operating currents are within specification. And no unexpected failed battery alarm, low battery alert, power loss alarms, replace battery alerts, or replace battery now alarms noted during testing. The audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No damage or moisture damage on keypad assembly, unlocked electrical board keypad connector, or stuck button alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and audio anomaly. The customer¿s blood glucose level was unknown. The customer reported that they got battery failed when inserting battery and replaced new battery it worked. It was reported that thy had audio and keypad issues. The customer reported that middle button sometimes works and sometimes doesn't or won't respond after multiple presses. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.